Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter and unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the lead integrity alert (lia) triggered. Review of performance data indicated that the right ventricular (rv) lead had non-sustained ventricular tachycardia (nsvt) episodes, a high sensing integrity counter (sic), and crosstalk. The rv lead remains in use. No patient complications have been reported as a result of this event.